Event description:
A distributor in france reported the pump's usb port was damaged resulting in difficulties charging the pump. Consequently, the pump would turn off. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.